Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by severe abdominal pain. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Eleven days later, the patient was discharged from the hospital. At the time of this report, antibiotic therapy was ongoing with oral levofloxacin 500 mg, once every other day. Pd therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was not available. This is report 4 of 4 involved in this event.